Event description:
It was reported that a (B)(6) female had a broken right femur status post open reduction internal fixation (orif) on (B)(6) 2014. The 16 hole plate was implanted without difficulty. The plate inserter broke at the weld where clamping foot and connecting screw interact during surgery. The part broke outside of patient. X-rays were taken to verify no fragments were retained, it was reported that there was a 5 minute delay and no fragments were generated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.